Event description:
Patient reports cadd ms3 pumps she just received lost programing, sn# (B)(4) she is using back up pump, no interruption in therapy, did not occur while infuse. New pumps being sent and old pumps being returned. She also reports that the mini spike disp pin she has been using has been causing leaking of remodulin. She did not have lot number available and it is not available for return. No other info known. Reported to (B)(6) by pt/caregiver.